Event description:
It was reported via trial, that approx 6 months post a mid-left anterior descending (lad) artery stenting procedure with a xience v stent, the pt experienced a self limiting episode of angina with some shortness of breath. A nuclear stress test was negative. On (B)(6) 2010, the pt was admitted for a cardiac catheterization. In-stent restenosis and new lesions were found. Balloon angioplasty and two additional xience stents were placed in the mid and proximal lad. There was no adverse pt sequela reported. On (B)(6) 2010, the pt was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effects of angina and restenosis, as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.